Manufacturer narrative:
The customer reseated the loose therapy cable and the device passed the op check. The device remains at the customer site.

Event description:
It was reported to philips that the device gave a charge/shock error message. There was no reported patient involvement.